Event description:
The female patient was admitted for a partial transarterial onyx embolization of a left petrosal dural arteriovenous fistula (davf). During the procedure, the tip of the non-detachable microcatheter with possible metal component was retained in the onyx cast in the meningeal vessel during embolization.